Manufacturer narrative:
Additional narrative: testing reveals there is a narrow range od settings and software revision where events occurs. Labeling has been changed to warn customers not to these this narrow and unusual range of settings. Customers notified and given manual updates.

Event description:
The customer alleged that after a cardiac operation, the dr noted that the pts po2 (blood gas) was down. The dr changed the vent settings. The high pressure alarm was triggered. The nellcor puritan-bennett customer support engineer inspected the device and found that if the vent waveform was in sine wave and peak flow was set to 10, 11, or 12 lpm that the vent would trigger a high pressure limit alarm. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.